Manufacturer narrative:
The device history record (DHR) did not show anomalies that may have caused or contributed to the reported issue. Records also demonstrate that quality system procedures were correctly followed. A lot assessment found no other similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that the tampons came apart upon removal and pieces remained inside of her. She experienced this with three tampons. She manually removed the remaining pieces however she is unsure if all pieces were successfully removed. She is planning to seek medical advice.